Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 275cc mentor memorygel, breast implant on both sides and experienced bilateral breast implant illness. The patient underwent bilateral removal only surgery on (B)(6) 2022. Left leak was reported however, the surgeon stated that the devices were intact upon removal, and there was no fluid observed or collected during surgery. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. On march 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 275cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).